Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A home care patient reported that during use of the device for the infusion of insulin, the infusion set detached from the patient's skin and fell away from their body. According to the patient, their blood glucose levels were not affected by the detachment of the infusion set. No permanent injury to patient reported.